Event description:
This device case reported by a pediatric diabetes nurse concerns a pt who was receiving 25% insulin lispro/75% insulin lispro protamine suspension (humalog mix 25) using a pen injection device (humapen ergo.) The insulin 19 units in the morning/ 4 units in the afternoon was administered by pt's family member who had been trained to use the pen by the diabetes nurse. Two days after starting the new insulin and device the pt was admitted to hospital with diabetic ketoacidosis. Pt was stabilized and discharged the following day after recovering. It was discovered that the pt's family was trying to inject the insulin by winding the dose knob backwards. Pt's family member had apparently been doing this for some time. The reporter did not consider the event to be causally related to the drug but considered that the instructions provided with the pen should warn the user not to try to inject by winding the dose knob backwards. Update nov-1999: additional info received from reporter nov-1999. Pt age changed. Physician contact details added. Dosage added. Pt's family member had been doing this for some time. Update nov-1999: preliminary comments received from pharmaceutical delivery systems (pds) nov-1999. Update dec-1999: final report received from pharmaceutical delivery systems (pds) dec-1999.